Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulation. It was reported that there was a loss of stimulation. A defective lead was noted. There were no identified environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was performed. The lead was replaced and the issue resolved. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the lead found no significant anomaly. The lead body was cut through and the lead was segmented. If information is provided in the future, a supplemental report will be issued.